Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer experienced high blood glucose. The reporter stated the customer's blood glucose rose to 400 mg/dl due to an infusion set malfunction. It was also reported the customer was vomiting from their high blood glucose event. The customer declined to be transferred to the helpline. The insulin pump will not be returned for analysis.